Event description:
It was reported that during an unspecified surgical procedure, the robotic-assisted solution array clamp device was found to have broken while operating in conjunction with the robotic-assisted base station device and the robotic-assisted satellite station device. It was further reported that the robotic assisted base station was under-resecting and moving out of plane. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the velys array set knee was not returned to medtech orthopaedics. However, based on the investigation performed by the engineering team it was found that during the femur planning step and the posterior cut step, there was some atypical movement of the femur visualized. This is likely do the array not being properly installed or loose. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Therefore, it is recommended to ensure that the array is properly assembled during the procedure to avoid array movement; refer the instrumentation" section of the IFU 0902-60-022 rev. M for the assembly steps of the bone arrays. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.